Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product requested, not yet received.

Event description:
It was reported that during a shoulder arthroscopy, a piece of the suture passer fractured off the top. The fractured piece did not fall into the patient and another device was used to complete the procedure without delay.